Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Examination of the returned device confirms the complaint of handle damage, the handle is cracked root cause : device worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Examination of the returned device confirms the complaint of handle damage, the handle is cracked. A complaint database search of the provided product code identified similar reports of handle damage/breakage. A previous evaluation found the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals during cleaning leading to weakening of the material over time. The chemicals used in the re-processing of this instrument are unknown therefore it is unknown if they were within those specified within the IFU. Based on the determination of environmental stress cracking as the root cause and the lack of a reported patient harm associated with this failure mode no further corrective action is being pursued at this time. The rates of this failure mode will continue to be monitored in post market surveillance via sep-419. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Excel t handle has split at the handle/shaft intersection up towards the top of the handle.